Manufacturer narrative:
A partial lead with the connector pin measuring 23.2cm was returned for analysis. External insulation abrasion was noted at 19.1-20.2cm from the connector pin. The sensing and svc conductor etfe coatings were abraded at this location. This is consistent with the observation from the field of oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit multiple episodes of vf was recorded by the ICD. As such, surgical intervention was undertaken wherein the lead was explanted and replaced with a new lead. In addition, an insulation damage was also noted on the lead during surgery. No patient symptoms reported.